Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and the sterile package is open in the seal of upper side of the pouch. The plastic sleeve for protecting tur tubing was pinched by the sealing. The reported condition was verified. The cause was determined to be an improper placement of the set into the cavity of the packaging machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a corner of the sterile inner package of a y-type tur/bladder irrigation set was stuck in the edge of the outer seal making the product unsterile. This was observed when opening the pouch prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.